Event description:
The patient underwent a herniorraphy in 2005. At three months past operative, the patient presented with severe pain and indications of suture extrusion. The patient was seen by a family practioner who advised the device was a suture. A surgeon excised the sample and advised the patient the device was a hair.